Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device did not recognize an open door when loading a set. The cause was identified to be the lower latch switch which was not functioning as intended. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.